Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the dots on the receiver trend graph were not displaying; however, the values were. A paperclip reset was performed on the receiver and it was plugged in to charge. The issue resolved. No additional event or patient information is available.